Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. Additionally, it was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The transmitter ultimately regained connection with the pump. No additional patient or event information was available. A root cause could not be determined. A replacement sensor and transmitter were sent to the customer.